Manufacturer narrative:
MDR 2183456-2020-00004 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2020-00004 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
A user facility reported that the drill bit seized in the drill sleeve guide, possibly due to improper handling by the user facility. Back up tools were used and the case proceeded without patient harm.